Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly ceased insulin delivery when it only had 3-4 u remaining in cartridge. Customer's blood glucose level was 305 mg/dl. Reportedly, customer changed out supplies and resumed insulin delivery.